Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level was 600 mg/dl. Customer attempted to self-treat bg with a correction bolus, however, treated with intravenous fluids of saline and insulin to during hospitalization. Customer was discharged the next day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.